Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that the anchor was inserted but snapped on deployment. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. From the information provided, the anchor was inserted but snapped on deployment. Visual inspection of the device shows a deployed device and the anchor is not available. The device is suture loaded. There are no manufacturing abnormalities found on the returned device. The speedlock is a single used device and could not be functional tested. The complaint was verified but the root cause could not be determined with confidence. Factors unrelated to the design or manufacture of the device which could have contributed to the complaint event includes: (1) inadequate bone stock or comminuted bone surface, which would compromise secure fixation of the implant. (2) incomplete insertion or poor bone quality may result in implant pullout. Use care to properly align the implant and inserter handle with the bone hole during insertion or incomplete insertion may result. As per instruction for use (1) do not implant the anchor in poor quality bone or where bone quantity is limited. Incomplete insertion or poor bone quality may result in implant pullout. (2) failure to distribute proper tension through both suture ends may result in inadequate suture lock and potential failure. (3)do not bend or twist the inserter handle during and after insertion as damage to the implant or incomplete insertion may result. Do not deploy a bent or damaged implant. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.